Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will remain a non-user of the device due to non-device related preferences. The recipient will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient is reportedly a non-user. Device testing and auditory brainstem response (abr) were reportedly conducted under anesthesia. Device testing revealed results within normal limits.